Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that the picture of the insulin pump with an x with book was confirmed. Customer also stated that the error was displayed before the open book image was displayed on the screen. The insulin pump was exposed to fluid and customer saw fluid under the lcd. Customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.